Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported rupture and pain. Healthcare professional later mentioned cyst via MRI. This record is for the right side. Device has been explanted.

Event description:
Patient reported rupture and pain. Physician later mentioned cyst via MRI, no event reported. Device has been explanted. This record created for right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: visual analysis of the photographs identified: cyst: unable to observe since it is not related to the device. Breast pain: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.